Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, after arm calibration and once the arm was draped and docked to the patient, the surgeon manually moved the instrument drive unit (idu) to reposition the instrument. At that time, the surgeon heard a click, and the arm triggered a non-recoverable error. The start up specialist checked the arm and observed that the instrument drive unit (idu) had detached from the z slide e release; however, the e release remained locked. The surgical requirement was three arms; therefore, a fourth arm was used as a backup to proceed with the procedure. The reported issue resulted in a 20 minute delay, leading to a longer anesthesia time for the patient. There was no patient injury.